Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family member reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2019. Customer's blood glucose level was to 400 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature active and automatically adjusting insulin at time of high blood glucose event. Customer was admitted to intensive care unit. Customer had symptoms such as positive results in ketones test, nausea, vomiting, abdominal pain, confusion, disoriented, irritable thirst. The insulin pump will not be returned for analysis.